Event description:
It was reported that the patient received an inappropriate shock for electromagnetic interference (emi) while getting into the bathtub. Approximately 1.5 weeks later another episode was recorded with emi. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4193-78 lead, implanted: (B)(6) 2004. (B)(4).